Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found the rod exerted no force during testing. Additionally, upon initial disassembly the rolling elements were found to have rust-colored debris and the drive pin was observed to be broken. The magnet was also observed to have rust-colored discoloration. No additional information is available.